Event description:
It was reported that this left ventricular (lv) lead got dislodged from the middle cardiac vein and had no capture at max outputs. The lv lead was then repositioned to a mid-lateral vein where threshold was 2.5 volts at 1.0 millisecond. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields b5 describe event or problem, d4 unique identifier (UDI)#, f10 impact codes (2) and h6 impact codes (2). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this left ventricular (lv) lead got dislodged from the middle cardiac vein and had no capture at max outputs. The lv lead was then repositioned to a mid-lateral vein where threshold was 2.5 volts at 1.0 millisecond. The lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted. No new lv lead was implanted. No additional adverse patient effects were reported.